Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) did not pace or sense. It was indicated that multiple external components were damaged. The epg passed all incoming tests. The epg was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when pacing cable adaptors were used with the external pulse generator the generator showed both pacing and sensing lights but the device did not pace or sense. It was further noted that when used with other adaptors the same issue occurred and that it appeared to be a durability issue. The generator and adaptors were changed out and returned for service. There was no patient involvement.